Event description:
Related manufacturer reference number: 3006705815-2023-02645. It was reported there were low impedances and the leads migrated. As a result, the system was explanted.

Manufacturer narrative:
Date of event and patient weight are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.